Event description:
Six (6) days post abdominalplasty/hysterectomy the catheter broke off in the patient, while being removed. Approximately six (6) to ten (10) centimeters remained in the patient. The remaining segment was removed in 2006 with no complications. The doctor indicated that the patient's current condition is excellent.